Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing on the right ventricular (rv) lead, as there was a high number of short interval counts (sic), and resulted in an increase of non-sustained ventricular tachycardia episodes. Also,it was observed that the rv coil impedance measurement was higher than the superior vena cava (svc) coil impedance measurement. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).